Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was not confirmed. The evaluators turned off the dvi 1 setting, and reset both dvi 1 and 2 ports. Following that setting change, the unit was tested and passed all functional tests. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the dvi port on his olympus high definition lcd monitor was not functioning properly. According to the initial reporter, there was power to the monitor, but no image on the display. This event took place during procedure preparation. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the loss of image was unable to be identified. The issues was resolved through troubleshooting. Olympus will continue to monitor field performance for this device.